Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019, the patient had renal dysfunction and was put on dialysis for one week. The patient had a decrease in urine volume as the inflammatory response increased and was treated with antibacterial drugs. The patient became oliguric and started continuous hemodiafiltration. The cause of the renal dysfunction was unknown but was considered to be due to changes in hemodynamics associated with the infection. The patient recovered on (B)(6) 2019.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additional information was also requested, however; the hospital was contacted for the information and will not provide any additional information related to the event. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) following this event. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU), is currently available. Section 1 of this IFU lists renal failure and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook, is also currently available. This handbook contains information on preventing infection. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08oct2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the renal dysfunction was unknown but was considered to be due to changes in circulatory dynamics associated with the infection.